Event description:
I have been experiencing auto-immune, ibs, ra, nerve damage in feet and hands, headaches, exhaustion, insomnia, severe pain in joints and muscles. I had days I stayed in bed because I was unable to move. It has effected my work, my life with depression and weight gain with loss of appetite. FDA safety report ID# (B)(4).